Event description:
N/a.

Manufacturer narrative:
The hakim valve (unknown ID) was not returned for evaluation as the product was implanted. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a 69-year-old patient experienced shunt malfunction during the use of codman hakim programmable valve (lumbo peritoneal shunt - unknown ID) to treat normal pressure hydrocephalus. A codman hakim programmable valve (lumbo peritoneal shunt) was implanted. The initial programming was 90 on pack. After implanting the shunt, the drain was not happening at the peritoneal end, the cerebrospinal fluid (csf) was filled in the shunt but the output at the peritoneal end had not happened. When the doctor was aspirating from the peritoneal end it happened after that again there was no drain at the peritoneal end. Doctor changed the programming to 70 and again tried at 50 but there was no drain. He said that he will monitor the patient and if the issue persist, it will be replaced. Not reported: patient medical history, family history, past medication, co-suspect medication, concomitant medication and relevant lab data.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.